Manufacturer narrative:
The original report received from the affiliate stated that the bx sonic (2.75 mm x 23 mm) stent failed to cross the lesion. The product was received for inspection and preliminary analysis states that the product was received separated in two pieces. Multiple attempts to gather information regarding the secondary failure have been made however have been unsuccessful. There was no report of injury for the patient. One non sterile bx sonic 2.75 mm x 23 mm was received coiled inside a plastic bag. The separated section seems to be bent prior the separation. The separation was at 27.5 cm from the proximal end; the stent was found mounted between the marker bands. Kink was observed at 26 cm from proximal end; this condition on the shaft could be related to the way the unit was sent for the analysis. Stent did not show any damage. Crossing profile was measured for distal, middle and proximal sections of the stent and was found within specification: during the analysis it was found that the separated section seems to be bent prior the separation. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the customer "failure to cross" could not be confirmed; and the other failure "body/shaft separated" was confirmed. The root cause could not be conclusively determined, and there is no evidence that suggest that are related to the manufacturing process; however procedural factors may have contributed to this failure. Controls are in place to prevent this type of damages; therefore, no corrective or preventive actions will be taken. The failure reported by the customer "failure to cross" could not be confirmed; and the other failure "body/shaft separated" was confirmed. The root cause could not be conclusively determined, and there is no evidence that suggest that are related to the manufacturing process. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Failure to cross is a known procedural occurrence that is commonly related to patient anatomy, lesion disposition and composition, operator technique, and appropriate device selection. These issues are likely factors in this event. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time.

Event description:
The original report received from the affiliate stated that the bx sonic (2.75mm x 23mm) stent failed to cross the lesion. The product was received for inspection and preliminary analysis states that the product was received separated in two pieces. Multiple attempts to gather information regarding the secondary failure were made and were unsuccessful.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.